Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient moved and lifted something they probably shouldn¿t have. Ever since then, their left foot where their neuropathy is, was having a burning/pins and needle sensation at the top of the toes and areas they shouldn¿t have sensations. The patient clarified this was the area the device was intended to treat and it normally treated those symptoms. The patient was still able to feel it, but they wondered if maybe something happened to the lead and if they should go to the doctor. The patient was directed to follow-up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was to have an MRI, and it was hard to say whether or not the MRI was to check on a problem with the device or therapy. The patient moved in (B)(6) 2017, and it felt like he had done something inside, but he could not tell if it was structural or if it was the implant. Certain programs were causing sensations in areas where it had not been for 12 months. Then it was causing sensation where it had never been. The patient could not tell if he moved something inside his spine. The sensation caused a shooting sensation and numbness. Anytime the patient had the ins on, it was not a pleasant feeling. The patient shut the device off for a few weeks until he could see a hcp. The patient went to the hcp, and a manufacturer representative (rep) came and checked the impedance which showed that there were still connections. The patient met with the rep in the third or fourth week of (B)(6) 2017, and the rep was mad aware of the shooting sensation and numbness. It was noted that the patient had neuropathy in his left foot, pretty much all four toes and the left calf, and it was pretty much dead and numb. The patient had the neuropathy since before the implant, for 12 years as of (B)(6) 2017. The shooting sensation and numbness began in (B)(6) of 2017.